Event description:
The report received from a cordis clinical registry indicated a male patient incurred a dissection and a side branch occlusion during implantation of cypher stents. The indication for the procedure was previous q-wave myocardial infarction and resting ECG changes. The patient received aspirin and clopidogrel, heparin and gp iib/iiia inhibitor during the procedure. A 3.0 x 18mm cypher stent was deployed at 14 atms to treat a lesion in the mid left anterior descending coronary artery (lad) described as 3.0 x 15mm long, de novo and eccentric with a type b1 and 80% stenosis. Predilation was not conducted; post dilation was conducted at 20 atms with an unknown 3.0 x 10mm balloon. The residual stenosis was zero. Side branch occlusion within the stented area was reported; an increase in troponin as a result was also reported. The second cypher; a 3.0 x 13mm stent was implanted at 14 atms in the right coronary artery (rca) to treat a lesion described as 3.0 x 10mm long, de novo, eccentric with a type b1 classification and 90% stenosis. The vessel was not predilated, but post dilatation was conducted with an unknown 2.0 x 10mm balloon at 14 atms. Residual stenosis was zero after the procedure. The side branch occlusion which occurred was determined as highly probable to the cypher implanted in the lad and highly probable to the procedure while the type a dissection was determined as unrelated to the cypher stent but highly probable to the procedure. The patent events outcomes were noted as resolved without sequel.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of two products involved in the same patient reported under manufacturing numbers 9616099-2008-00212 and 9616099-2008-00213. Additional information will be submitted within thirty days upon receipt.